Event description:
Info received that the side rail would not latch. No injury reported.

Manufacturer narrative:
Tech found the side rail was missing the shoulder bolt, so the side rail would not latch. Replaced the shoulder bolt to resolve this issue.